Manufacturer narrative:
PMA/510(k) # k182980. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Stent partially dislocated. Patient outcome: resolved, new stent placed.

Manufacturer narrative:
Device evaluation: the device evaluation of evo-fc-10-11-6-b, lot: c1321371 could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number: c1321371 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data. The review of relevant manufacturing records of lot number: c1321371 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the instructions for use, ifu0062 which accompanies this device, states ¿¿additional adverse events that can occur in conjunction with biliary stent placement include, but are not limited to: allergic reaction to nickel , bile duct ulceration , death (other than due to normal disease progression), fever, inflammation, ingrowth due to tumour or excessive hyperplastic tissue, nausea, obstruction of the pancreatic duct, pain/discomfort, perforation, recurrence, obstructive jaundice, stent migration, stent misplacement, stent occlusion, trauma to biliary tract or duodenum, tumour overgrowth and vomiting.¿¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient condition, as per instructions for use, stent migration is listed as a potential complication that can occur in conjunction with upper gi endoscopy. Confirmation of complaint. Complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction. Complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation. According to the pmcf study stent migrated 87 days post placement. Confirmed quantity of 1 device, confirmed used. The patient did not experience any adverse effects due to this occurrence. The patient required a new stent to be placed as treatment for the stent migration. Investigation findings conclude a definitive root cause was established. A possible root cause could be attributed to patient condition.

Event description:
Supplement report being submitted due to the completion of the investigation on 09-nov-2023.

Manufacturer narrative:
PMA/510(k) # k121430. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Full stent migration - stent has moved from it's original location. Rpn updated to evo-fc-10-11-6-b on 30th june 23 and description of event updated above to stent migtration. Also updates to imdrf coding annex e and f.